Manufacturer narrative:
(B)(4).

Event description:
It was reported about 2-3 weeks ago, the patient started to experience symptoms "experienced prior to itb (intrathecal baclofen) therapy". Specifically, the patient had clonus, increased spasticity (severity 5), became sensitive to cutaneous sensation, had 'occlusion and difficulty breathing" and difficulty sleeping. It was noted, when therapy was initiated, the patient's leg stiffness/"tight feeling on foot" improved, the patient was able to sleep without problems, their myotonia improved and they were able to breathe normally. The patient visited a hospital for a consultation but was not able to see their managing healthcare professional (hcp). Initially, "problems with the device" (called out as pump malfunction in another source) were suspected and a "malfunctions with the catheter" was reported. Another hcp saw the patient and performed an abdominal x-ray/contrast study. The patient was told the pump and connection sites were "unchanged from the previous pump replacement" and there were no problems with the connection site. It was noted the patient was taking anti-spasmodic drugs and drugs to "attain myotonia" from "the start at a rehabilitation hospital". The doses of these drugs were increased due "to the possibility of their being insufficient". The patient's symptoms did not improve and glossoptosis became severe. On 2015 (B)(6), a screening drug was used "as an emergency measure" and the bolus administration was highly effective. "Therefore, a bit more than 75 ¿g of priming bolus was added after the contrast study". The patient's spasms/spasticity calmed down as a result of the extra 75 ¿g of bolus; the patient was able to sleep well afterwards. Therefore, it was determined that there was no relationship with the device. After the examination, the patient was hospitalized for 3 days and was subsequently discharged. The patient continued taking medication at the daily dose of 120 ¿g with an extra 25 ¿g of bolus added in the mornings and evenings. A pump operability test and catheter x-ray were performed for diagnostics. The hcp commented that it was possible that the patient lost balance of oral drug administration due to the progression of the underlying disease or the medicine for internal use. It was also stated, "the baclofen injection [was] not necessarily related, and the relationship with the drug was unknown". The pump was used to deliver gabalon. It was indicated that the outcome of the event was both "recovering" and "not recovered".

Event description:
On (B)(6) 2016, information was received from a healthcare provider. The patient had an allergy to isodine. Other drugs in use were phenobarbital powder 10%, carbamazepine grains 50% "amel", lansoprazole od tablets 15 mg "sawai", dalmate capsule 15 mg, cercine syrup 1 mg/ml, mosapride citrate phosphate 1<(>&<)> "nichi iko", lac-b granular powder n, hirnamin granular powder 10%, downat tablet 0.5 mg, risperidone internal liquid medicine 1 mg/ml "takata", dantrium capsules 25 mg, malfa compound internal liquid medicine. On (B)(6) 1992 the patient was born with cerebral palsy. In (B)(6) 2006, the baclofen intrathecal therapy was introduced. In 2011 the pump was replaced. On (B)(6) 2015 the continuous intrathecal administration of gabalon was at 120 g/day and was ongoing, the patient's clonus had worsened recently. On (B)(6) 2015 the condition did not change, so a machine blockage was suspected; the actual dosage and the dosage in the machine were checked for discrepancies; there were no clear discrepancies. The symptoms were intense, so a 50g of gabalon was injected intrathecally, and then the patient returned home. On (B)(6) 2015 a myelography under fluoroscopy was conducted after the patient was hospitalized. Catheter trouble was unlikely, and there were no clear problems with adhesion in the spinal cavity. It was believed to have been worsening due to an insufficient drug dosage, so it was changed to a flex mode of 2 doses per day (at 15:00 and 20:00; 25 g each dose) on top of the base dosage of 120&#61935;g/day (total 170 g/day). The patient recovered from the symptoms and was discharged from the hospital. There were no other procedures affecting the onset of adverse reactions. Gabalon was used originally; there was no other anti-spasm medicine that can be used intrathecally. The event was believed to have been caused by an insufficient drug dosage due to stage advancement in the first place. The drug selection was not believed to have been a problem. The pump was delivering gabalon intrathecal 0.2 % 5 ml via continuous intrathecal injection 120 g/day from an unknown date to (B)(6) 2015 and (B)(6) 2015 to ongoing the dose was 170 g/day.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the pump's indication for use (IFU) was listed as spastic cerebral palsy. On (B)(6) 2015, the patient experienced a deterioration of the whole body spasticity and therefore had visited the hospital. There was no catheter or pump anomaly. The deterioration of spasticity was considered to be due to insufficient dose. The dose was increased and the symptom of spasticity improved and resolved. As of (B)(6) 2015, the event outcome was 'recovered'. The patient experienced resistance. Information was received from a healthcare provider who indicated that a dose change occurred where the patient was receiving gabalon intrathecal (0.2%) at a dose rate of 170 mcg/day on (B)(6) 2015 (the injection mode was "other"). On (B)(6) 2015, the patient was treated with gabalon intrathecal (0.05%) at a dose rate of 50 mcg/day in simple continuous mode. Additional information was received via a healthcare provider (hcp) and on (B)(6) 2015, the patient experienced worsening spasticity and was considered serious. However, it was also reported the date of incidence was (B)(6) 2015. The reason deemed serious was condition may lead to incapacity interfering with activities of daily living based on the constitution of the patient. The patient recovered on (B)(6) 2015 after a dose change. The event was related to the investigational drug and not related to the pump, catheter, programmer, or procedure. The patient was receiving gabalon intrathecal (0.05%) starting on (B)(6) 2006 in simple continuous mode with an initial daily dose of 50 mcg/day. On (B)(6) 2015, the patient was receiving gabalon intrathecal (0.2%) in other mode (not specified) with a daily dose of 170 mcg/day. The dosage was increased and symptoms improved. Drug dosage became insufficient due to the exacerbation of the underlying disease; as a result, spasticity worsened and the symptoms improved after increasing dosage.

Manufacturer narrative:
Product ID neu_unknown_cath, lot# unknown; product type catheter. (B)(4).